Manufacturer narrative:
Submit date: 3/7/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states while mixing a chemo for a patient the needle was coming off the syringe and was unable to properly tighten. This was discovered prior to use.